Event description:
A male patient with a history of right and left superficial femoral artery disease, past smoker, hypertension, chronic lumbovertebral syndrome, bilateral periathropathia humeroscapularis, and generalized arthralgia was enrolled in the study and underwent stenting of his proximal to mid superficial femoral artery. A lesion proximal to the target lesion had been treated with balloon angioplasty with a non-cordis product. The lesion was described as de novo and calcified, and was 160 mm in length. The reference vessel diameter was 5.0mm. The lesion was pre-dilated at 8atm for 120 seconds. The post dilation stenosis was 90%. A 6.0 x 100mm and a 7.0 x 80mm smart stent was implanted to treat the lesion. A 6.0 x 100mm and a 7.0 x 80mm smart stent was implanted to threat the lesion. The lesion was post-dilated at 12atm for 60 seconds with the same balloon used for pre-dilation. The post-procedure target lesion stenosis was 10%. A dissection occurred distal to the lesion and was treated with a non-cordis stent. The patient was discharged on aspirin, ca2+ antagonists, and clopidogrel.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report#s: 9616099-2008-02726 and 9616099-2008-02727.